Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of oversensing noise were observed, leading to inappropriate automatic mode switch. The patient's condition was stable and will continue to be monitored. The opinion of the physician is that the episodes were caused by myopotentials.